Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the stim was controlling their symptoms, but the impedances were noted to be >50 on 0,3. Troubleshooting was not possible at the time, and they were not with the patient during the call. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient was still seeing improvement with symptom relief, so they were leaving as is; nothing had been done regarding the device. No further patient complications are anticipated or expected as a result of this event.